Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, there was undefined high impedance. The right ventricular (rv) lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.